Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, use error.

Event description:
Patient reported left side rupture, "had a fat injection in the implant because I needed more volume", and "are they recalled". The device remains implanted.